Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had physical damage. It was reported that display screen was cracked or liquid crystal on display screen was broken. Customer's blood glucose was not given.